Manufacturer narrative:
A steris service technician arrived onsite to inspect the advantage plus pass-thru subject of the reported event and found it to be operating to specifications. The reported event was unable to be duplicated. No repairs were required, and the unit was returned to service. The door is activated by a foot switch. The reported event may have been caused by inadvertent activation of the foot switch by user facility personnel. The technician counseled user facility personnel on proper use and operation of the advantage plus pass-thru, specifically door operation. No additional issues have been reported. UDI related data clarification, it should be noted that this specific model is not sold in the united states, so it is not in gudid.

Event description:
The user facility reported that their advantage plus pass-thru door closed on an employee's hands while they were loading the unit. The door opened and the employee reported "temporary indentations" on their hands. No medical treatment was sought or administered and the employee returned to work.